Event description:
It was reported that stent damage occurred. The concentric target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilatation, a 20 x 3.50 promus premier drug-eluting stent was advanced for treatment but it failed to cross the lesion. It was noted that the stent was damaged and the stent strut opened up at the distal portion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the distal stent and the mid-stent with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The concentric target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilatation, a 20 x 3.50 promus premier drug-eluting stent was advanced for treatment but it failed to cross the lesion. It was noted that the stent was damaged and the stent strut opened up at the distal portion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.